Event description:
Customer's mother reported her son's insulin pump was exposed to moisture. The customer stated there was visible water under the display of his insulin pump. The customer's blood glucose was unknown. The customer stated there was no visible cracks on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with corroded keypad traces. All buttons functioning properly. No moisture damage found inside the insulin pump. Insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.